Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated having the following issues back in fall. The patient was getting a system problem message frequently and he was also experiencing his stimulation turning off on its own. Both problem started at the same time. He reset the controller to resolve it. The patient is not getting any more messages, but the stimulation turns off randomly since then off and on. Over the last week the patient's stimulation has probably cut off three times. The patient keeps taking the battery out, but it does not seem to be a real fix. It goes for another day to two. The patient stated they know that their stimulation is off and whether he confirms what the controller shows. The patient said he does not realize his stimulation is off until the pain comes, and he goes to turn up the stimulation and the controller says stimulation is off, but he did not turn the stimulation off. The patient said he uses the ins at a high level and charge the ins almost every day and does not let the battery go below 50%. The patient said he has not been around any emi or had any falls/trauma that could be related to the issue. The rep stated that he became aware of the issues on (B)(6) 2020. Rep had the patient call in. Rep was meeting the patient on (B)(6) 2020. Additional information was received from the rep. It was reported that the cause of the system problem error was battery issue with the 97745 - patient controller. The cause of system shutting on and off was not determined. It was believed to be the battery issue (97745). Patient was mailed a new battery . The rep spoke to the patient on (B)(6) and he stated his remote was working fine again after new battery. The patient will start and log and report back to the rep if he notices stim is cutting on and off.  Patient's weight was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the therapy was cutting off by itself and patient had to turn therapy back on. Based on the diaries, patient's therapy was available and that therapy did not turn off due to battery depletion. Patient's usage was at 94%. Recharge information looked normal. Discussed potential for patient to accidently turn therapy off when locking controller. Patient to monitor and document when therapy was off and if the issue continues then rep needs to get mdt file to further investigate. Issue has been ongoing since (B)(6) 2019.